Manufacturer narrative:
In the case description, the user mentioned that the pod was not delivering enough insulin due to the dexcom sensor sending blood glucose values that were lower than fingerstick values. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the pod was consistently receiving estimated glucose values from the paired continuous glucose monitor on and before the date of occurrence. The patient history buffer data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The android log files show no evidence of the pod receiving incorrect values from the sensor. No abnormalities were observed in the logs that would indicate that the controller was displaying the incorrect values. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cgm (continuous glucose monitor) sensor was showing reading lower than they actually were. Symptoms reported include nausea, vomiting, dehydrated and diabetic ketoacidosis. The patient was treated with insulin, and fluids. The patient was released two days later. The pod was worn when seeking medical attention.